Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 106 alarm (indication that the patient drained greater than 200% of the maximum prescribed cycle fill volume), which occurred on the homechoice (hc) after use. The patient had no symptoms. The technical service representative (tsr) reviewed the therapy log ultrafiltration (uf) for cycle six and it equaled 1632ml. The patient did not perform an off cycler manual exchange or fill. The increased intra-peritoneal volume (iipv) did not occur during or due to off cycler exchanges. The last drain volume available equaled 3132ml. The last volume infused equaled 1500ml. The largest prescribed fill volume (lpfv) equaled 1500ml. The tsr reviewed the other cycles and it appeared that the drains went fine. The patient did not have symptoms during fill 1 or dwell 1. It was unknown if the patient connected before ''connect yourself'' was displayed. The patient did not press go prior to closing the clamps when ''close all clamps'' was presented at the end of therapy. The cycler did not lose power while the patient was connected. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The rn stated she was aware of the alarm and that there was no patient injury or medical intervention associated with the event. The rn stated the patient has not reported any other drain volumes or other symptoms that meet increased intra-peritoneal volume (iipv) criteria. The rn stated the patient was currently on back-up hemodialysis. No allegations were made against any of the patient's peritoneal dialysis products.